Manufacturer narrative:
Pending investigation. Recall: z-0019-2022.

Event description:
As reported, the patient had a tka on (B)(6) 2014. The patient was revised on (B)(6) 2020 due to unknown reasons. No further information reported.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.